Manufacturer narrative:
Correction: disregard file, initially reportable but investigation determined defect on non-bd product only. The customer¿s experience of a tubing leak was identified as a filter leak on the non bd extension filter set. There were no issues observed with model 2429-0500 during functional testing.

Event description:
It was reported that there was a question about a tubing leak during an infusion of tpn on a pump in the nicu. The tpn that was infusing was found on the bed. There was no patient harm. Although requested, no further information was given.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided, this occurred in the nicu therefore patient was an infant.

Event description:
It was reported that there was a question about a tubing leak during an infusion of tpn on a pump in the nicu. The tpn that was infusing was found on the bed. There was no patient harm. Although requested, no further information was given.